Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented for unrelated reasons (pneumonia). During device interrogation revealed noise on the right atrial lead and was reproducible with arm extensions. The sensitivity was reprogrammed and the patient would continue to be monitored.